Event description:
Revision of pfc knee due to osteolysis of tibial component and poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.